Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip device was successfully implanted on a2/p2. A second clip delivery system (cds) was advanced and placed lateral to the first implanted clip on a2/p2. While establishing final arm angle (efaa) the clip continuously opened to approximately 100 degrees. Troubleshooting was performed by unlocking the clip, opening it to 120 degrees, re-locking the clip and closing the clip arms to 20 degrees. Efaa was performed two more times, and both were successful. The physician proceeded with deployment and the clip was successfully implanted without further issue. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.